Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention today (B)(6) 2015. The customer's expected blood results are 150-200mg/dl fasting. Verified the strips expired 11/30/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 555mg/dl and 425mg/dl fasting. Reviewed meter memory. 308mg/dl, (B)(6) 2015 09:40:00 pm, fasting:yes. 313mg/dl, (B)(6) 2015 09:39:00 pm, fasting:yes. 314mg/dl, (B)(6) 2015 09:24:00 pm, fasting:yes. 300mg/dl, (B)(6) 2015 09:22:00 pm, fasting:yes. Lo, (B)(6) 2015 09:18:00 pm, fasting:yes. Memory concerns:lo. Customer states that yesterday (B)(6) 2015 he did experience symptoms of low sugar such as dizziness, sweating, feeling of weakness. Customer was advised should he experience those symptoms again to seek medical attention asap. Customer stated the meter does not have the correct day and time set.